Event description:
A (B) (6) customer alleged that when he tried to test his blood glucose, he would only received e-11 error codes. On one occasion, he was unable to get a reading (due to e-11) and experienced a hypoglycemic reaction. Paramedics were called and the customer was treated with glucose. The customer did not provide any other details about the event. While troubleshooting, it was discovered the customer was not storing his test strips correctly. He was mixing different lots together in one bottle. Even though the test strips were not stored correctly, the customer was advised to return them for evaluation. Replacement test strips and a new meter were sent to the customer.